Manufacturer narrative:
Failure analysis on the returned blower assembly shows that the blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly. Failure analysis on the returned motor controller (mc) board shows that the motor controller¿s (mc) pcba shorted c18 component measured 248.0 ¿ when removed from the circuit causes the high blower temperature alarm (1122 error code). Replacement of c18 corrected the 1122 error code failure on this motor controller (mc) pcba.

Manufacturer narrative:
The biomedical engineer replaced the filter and the blower. Also wants to replace the motor controller board. The product support provided part ID for the motor controller board. Per customer the unit not in use on patient.

Event description:
The customer reported that the ventilator alarmed with blower temperature error. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with blower temperature error. The customer reported that the unit was in use on patient.